Event description:
It was reported that an ilet user experienced prolonged high blood glucose reported at 380 mg/dl and observed insulin leaking when connecting the cartridge to the connector piece outside of the ilet, which was resolved after performing a site change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir component, aligning with a leak/splash device problem. The user confirmed improper connection technique and reported subsequent improvement in glucose after the site change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.